Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient was not feeling well. The patient's blood glucose levels reached 21 mmol/l (378 mg/dl) and she was experiencing migraines. The pod was worn between 24 and 36 hours on the back. The patient also had high blood glucose levels the day before and believes the pod was compromised when the cannula was inserted. The adhesive pad looked crinkled and overlapped. The patient went to the emergency room (ER) as a result of the event and was treated with saline as well as two packs of migraine medication (name unknown). A CT scan and blood work was also performed due to the migraine issue. The patient left the ER approximately 5 hours after arrival.